Event description:
Pt came in in 2007 for a bunionectomy at the lateral on the bunion and midfoot. Pt was readmitted ten days later with an infection at the incision site of the midfoot incision, but not the lateral. The incision was cultured and it was positive for staph aureus. There was a second procedure done on event day on the pt for incision and drainage. Pt was then treated with antibiotics and is doing fine. Pt was sent home with po med (septor).

Manufacturer narrative:
Device is not being returned for evaluation.